Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 13-dec-2016, an fse conducted on-site follow-up with the customer. The fse attempted to verify the intermittent 3002 and 3003 errors, but was unable to duplicate them. As preventive measure the lqd board was replaced. The fse verified the instrument sensors and proper operation. The most probable cause of the reported event was due to a defective lqd board.

Event description:
On (B)(6) 2016, a customer reported the error 3002 substrate shortage detected upon start-up and shutdown and waste full when the waste is empty with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.